Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated that the abutment screw (iunihg) loosened.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. The collar, drive feature, and body of the screw are noted to be worn, indicating use. The threads are similarly worn and contain debris. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates continuous screw loosening of the post. The alleged event is non-verifiable with the information provided. A root cause for the complaint could not be determined.